Manufacturer narrative:
A ge service representative performed an on site investigation. Checked system and replaced interconnect cable. Cleaned and reseated connectors and image processor pcb. Tested system and system is operating as intended.

Event description:
It was reported that the 9600 systems (left monitor) will intermittently display noisy lines during live images. Problem has been occurring for one week. No patient injuries reported.